Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review it was found there was oversensing of noise with changing amplitude. At the time of the shock the patient had been listening to music. Review of previous stored episodes by boston scientific technical services (ts) noted similar noise. One episode was not treated and the other episode did lead to an inappropriate shock. Ts discussed possible causes including device movement or the suture sleeve over the sense b electrode. The sensing vector was reprogrammed and no noise was observed. The s-ICD and electrode remain in service and no adverse patient effects were reported.